Manufacturer narrative:
On march 1, 2021, mentor received additional information indicating the patient¿s previously unknown devices were 375cc lumera contour profile moderate gel breast prostheses, catalog# 324-1307. On march 9, 2021, the mentor failure analysis lab received the device for evaluation. Upon receipt, a date of explant was confirmed: (B)(6), 2021. Reason for device explant and/or reoperation: rupture on march 17, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample contour profile moderate gel - lumera, 375cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear within the siltex cracking was noted measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with unspecified mentor gel implants and experienced bilateral ruptures post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.